Event description:
During a follow up performed on (B)(6) 2013 a variation impedance between 200 and 3000 ohms was identified to the atrial lead. A re-intervention was performed. The atrial connector screw was loose during the disconnection of the device from the leads. The lead impedance measurements were normal. A new device was implanted.

Manufacturer narrative:
(B)(6) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.